Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the severely calcified and severely tortuous left circumflex (lcx) artery. A 2.25x12mm taxus liberte sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the first row on the distal end of the stent were misaligned and raised up. A visual and microscopic examination also identified a kink 420mm distal to the strain relief. Several smaller kinks were also noted. The balloon of the device was visually and microscopically examined and no issues was noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip was slightly flattened. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. Lesions involving arterial segments with highly tortuous anatomy and heavily calcified lesions are contraindicated in the dfu. (B)(4).